Event description:
On (B)(6) 2009, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, this pt was implanted with a gore excluder aaa endoprosthesis aortic extender component. On an unk date, angiography revealed a type ii endoleak. On or about (B)(6) 2012, the components were explanted and the pt was converted to open repair.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.